Event description:
Pt spontaneously reports, pump will beep 5-6 hrs after infusion starts with no error message. Pt can switch cassette to alternate pump and resume infusion with no issues. Sending replacement pump. No other info available. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.